Manufacturer narrative:
(B)(4). Batch n92w9d. The device was returned with the blade tip broken off. The tip was returned with the device. Dry body fluids were observed on the handle and instrument cable. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was activated while touching the metal uterine manipulator which broke off the tip of the blade. The device was no longer functional. The surgeon then requested a harmonic ace+7 for the remainder of the case. There were no adverse consequences for the patient.